Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding fixation screw was not functional involving a passport a/r fem. Align. Guide was reported. The event was confirmed. Method & results: device evaluation and results: the damage on the locking screw thread and the thread from the body of the alignment guide, this most likely was created by over torquing the locking screw during the repeated use and or created using an external tool as wrench or pliers to screw and unscrew the device this was notice because of the clear damage marks on the hexagonal screw head. Medical records received and evaluation: patient factor were not involved in the reported event. Device history review: review of the device history records indicate enter that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that the damage on the locking screw thread and the thread from the body of the alignment guide, this most likely was created by over torquing the locking screw during the repeated use and or created using an external tool as wrench or pliers to screw and unscrew the device this was notice because of the clear damage marks on the hexagonal screw head.

Event description:
It was reported that the fixation screw was not function during workshop.

Event description:
It was reported that the fixation screw was not function during workshop.